Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and the primary failure of failed recognition test was found to be related to the customer reported issue. The instrument was placed on an in-house system. The instrument failed the recognition test. The instrument information found in the rfid was not detected. There was an additional observation that was not reported by the site: the instrument was found to have one blade broken at the base. A piece approximately 0.074"" x 0.457"" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Broken blades result from damage caused by contact with other instruments or other hard/metal objects during use while the instrument is activated. Blade damage may be detected by the generator with a solid tone or an error. The probable root cause of the broken blade is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace failed to be recognized. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.